Manufacturer narrative:
The pump was returned for evaluation, and it was confirmed that the pump was kinked. Per the result of the clinical review and investigation analysis "patient with small common femoral artery (cfa) and iliac's had serial dilation from 4fr micro to 14 f short sheath. The impella cp pump was inserted and crossed the valve. The physician attempted to pull the pump back and it jumped back into the descending aorta and kinked". Based on the clinical account, "the delivery issue was due to the patient's small vasculature." Per the results of the root cause evaluation "the cause of the failure mode was patient condition related". As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump was falling out of the ventricle during placement resulting in a kink near the outflow cage. Another impella cp was removed without resistance and a new pump was inserted and it was reported that it was working as intended. It was reported that the physician believed that the tortuosity in the patient's aorta due to scoliosis and her small left ventricle and aortic arch caused the pump to jump back and kink. No further information is available.